Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched and inspected the instrument. The cse reports that the lamp voltage was 2.16v. Based on the investigation no product problem was identified. Typical lamp usage suggests that lamps are replaced on average 3 times a year, or every 4 months. The specification for lamp replacement, based on the manufacturer's recommendations, is to replace the lamp when the low voltage alarm (lamp error) is triggered. The issue was resolved with normal troubleshooting and following the manufacturer's recommendation to replace the lamp when the lamp error occurred. Siemens concluded the cause for the lamp error was due to normal usage. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported low lamp energy on an advia 2400 instrument. It was reported that the low lamp energy caused discordant patient results. An alternate instrument was available. There are no known reports of patient intervention or adverse health consequences due to the discrepant results.